Event description:
It was reported that the patient received a shock and went to the emergency room. A review of the remote monitoring transmission was unable to determine if the shock was for atrial fibrillation with rapid ventricular response or true ventricular arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).